Event description:
It was reported that the pump battery was depleting quickly resulting in the pump battery shutting down. The customer experienced an elevated blood glucose (bg) level. The continuous glucose monitor read ¿high¿; however, a specific bg value was not provided. The bg was addressed via manual insulin injection. Multiple follow up attempts from tandem technical support was made to obtain additional information, however, a response from the customer was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.